Event description:
Please be advised that our office had one incident concerning the coaguchek strips lot number 375ab13. Our phlebotomist rec'd two consecutive error messages while attempting to determine a pt's pt/inr using the coaguchek system. The pt was sent to the hosp for a venipuncture and the inr was reported at 6.6. The pt was instructed to hold his coumadin and return to our office. Three days later, the patient reported back to our office. Using the same lot number, our phlebotomist received two consecutive messages that read >8. We have the benefit of a second older model coaguchek device, so again using the same lot number, but the older device, she received an inr of 6.7 we once again sent the patient to the hospital for an inr whcih was reported at 3.6. Fortunately, we have no other incidents involving this system and will be using venipuncture until further notice.